Event description:
Foley catheter placed in pt in 2002 due to inability to void after first foley removed the previous day. Foley catheter ordered to be removed the next day. Nurse unable to remove foley. Physician unable to remove foley. Pt taken to the or. The next day to remove foley catheter and due to urologic dysfunction.